Event description:
Event description guidant received information that this implantable transvenous atrial lead exhibited increased impedance measurements and was noted to be fractured as visualized on x-ray.